Event description:
It was reported by service report that the l/h leg support will not lock into abduction position. Three bolts securing foot rest pivot fell out causing leg support to drop down. It is unk if there was pt involvement, however, no adverse consequences are reported.